Event description:
It was reported that a versacross steerable access solution kit was selected for use. Upon opening the package, a leak was noted in one of the devices. Hence, the procedure was completed using another device. No patient complications occurred. The device is expected to be returned for analysis. No other issues were reported.

Manufacturer narrative:
The returned versacross sheath and dilator were analyzed, passed all tests performed, and exhibited normal device characteristics. The sheath did not show any signs of air or liquid leakage. Therefore, the reported event was not confirmed. Upon receipt at our post market quality assurance laboratory, the versacross sheath and dilator were first visually inspected, and it passed flushing test (pre and pot decontamination), no leakage noted, nor visible damage seen on the devices. Next, on the vxh testing, no physical damages were noted that would suggest the possibility of leakage, and no damage to the tip of the dilator. The tubing appears to be stretched, but intact, and there is no evidence of damage that would cause leakage. Finally, the devices passed the leakage testing; the required test conditions and final pressures could be met, which concluded that there was no problem detected with the sheath. The potential root cause could be aggressive handling technique when manipulating/inserting/removing the ancillary device from the sheath. Another potential root cause includes improper locking of the stopcock leur.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross steerable access solution kit was selected for use. Upon opening the package, a leak was noted in one of the devices. Hence, the procedure was completed using another device. No patient complications occurred. The device is expected to be returned for analysis. No other issues were reported.